Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, bone resorption, pain, apical osteolysis (progressive) --> explantation. (Note: patient (B)(6)(!): implants of other manufacturers - always without any problems). Same patient as (B)(6).